Event description:
The hospital reported a failure to switch to battery when ac power was lost. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The battery was ordered for replacement to resolve the issue. No report of patient involvement. Unique identifier: (B)(6) legal manufacturer: hcs madison: (B)(6).